Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10h31055, h10i28026). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient was hospitalized for the peritonitis. It was not reported if a peritoneal effluent culture was done. Treatment was not reported. Recovery status was not reported. The nurse stated that the peritonitis was not related to dianeal therapy. The nurse declined to provide further information.